Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event the display was missing pixels. It was also noted that one side bail cover and side bail were missing, the upper case was corroded, the lower case was broken, one side bail cover and ring cover were contaminated, the lead flex cover was corroded, one output connector was corroded, the battery contacts were compressed and the ring bail was bent. (B)(4).

Event description:
It was reported that the external pulse generator had front panel damage, a broken front cover and missing belt holder. The generator was returned for service. The device was analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.